Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings were observed during evaluation like external evidence of wear and tear, contamination observed on exterior of device, dust and fibrous contamination on the interior of the top enclosure. Dust contamination observed throughout the enclosure, airpath, and on/in blower. Flow sensor manifold, blower grommet, and air inlet discoloration as well as sticky brown residue, flaky contaminants, and the strong odor of tobacco suggest extensive tobacco contamination. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation. Section(s) d8, d9 and h6- have been updated in this report.